Event description:
Caller reported an alarm that was triggered by continuous pressure on the wake button. Blood glucose level was "high" but no specific value was mentioned. Caller managed to address the blood glucose issue with a corrective injection using an alternate method and did not require incapacitating assistance from a third party. The caller received education about the alarm and successfully resumed insulin.